Event description:
During a lead revision procedure, it was confirmed that the patient's dura was punctured. Later, the patient reported headaches. The patient's leads were explanted. The patient is reportedly doing well.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation.